Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was showing the incorrect date and time. The customer stated that he replaced the battery, and, when delivering a bolus, the insulin pump went blank. The customer's blood glucose was 200 mg/dl. Troubleshooting was done. The customer stated that the contacts on the battery cap were damaged. Advised that a replacement battery cap would be sent. Advised customer to revert to back-up plan per healthcare provider's instructions until the replacement battery cap arrived. Nothing further reported.